Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure leakage was observed during leak test. Double stapling with ta45g. No pt consequences were reported.